Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and became unresponsive, and a replacement was arranged while the user¿s blood glucose remained unaffected. Symptoms included no reported injury or physiological effects. Outcomes included continued glucose monitoring using the dexcom app or receiver and instructions to shut down the ilet to avoid further alerts, with guidance that data would not transfer and the startup process would be required on the replacement. Investigation included confirmation of shipping and return logistics, user education on device shutdown and data sync, and verification of addresses and return timeline. Investigation of this case revealed physical damage to the display assembly resulting in loss of touchscreen responsiveness, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.